Event description:
It was reported that the bd safety glide safety mechanism was difficult to activate. The following information was provided by the initial reporter: "needle bends, safety mechanism is difficult to push forward." Manufacturer- becton, dickinson and company- bd safety glide needle 25g x 1¿ lot # 3282714, item# 305916, exp date 9/30/2028. Specific issues- needle bends, safety mechanism is difficult to push forward. Good afternoon (B)(6) , have you heard about any issues with item# 305916, ndl saftyglide hypo 25gx1? Additional information received on 03/08/2024: 1. Kindly provide the date of event. 2/15/2024 2. Any sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? ¿ we have 8 boxes of this lot#- becton, dickinson and company- bd safety glide needle 25g x 1¿ lot # 3282714 exp date 9/30/2028 specific issues- needle bends, safety mechanism is difficult to push forward 3. Please confirm that there are no patient harm, injury, complication or negative outcome that occurred because of the event. Pt complaint ¿hurt more¿ and ¿felt like moving in arm¿ ¿ nurse stated needle was thinner and more flexible and felt unstable and then safety cover was difficult to engage due to the flexibility. 4. Kindly confirm if the event has occurred only this time or even more occurrences have happened. No other reports.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We appreciate you taking the time to bring this observation to our attention. We regret any inconveniences this incident may have caused you and your facility.

Event description:
No additional information was provided.